Manufacturer narrative:
Device manufacturing date is unavailable. In trouble-shooting, scan was transferred to the navigation system. Navigation was accurate. From the site's description of the error, it was not replicable. No error was found. In speaking with the surgeon, it was possible that the spine frame moved during setting the screw. On 8/01/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 08/23/2016 a medtronic representative, following-up at the site, reported the log-files from the site's imaging system were secured. Navigation accuracy of the 3d scanning on phantom verified accuracy meets the requirements. Per conversation with the users, the surgeon and surgical nurses, and attempted to reconstruct probable cause. It is not excluded that it this involved a user error and the pak needle has not been re-registered. No up maturities determined. Three navigable scans were performed successfully. System navigation accuracy meets operational requirements. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. The surgeon performed a scan after setting the screw to verify the placement. The navigated pak-needle was in the imaging of the navigation system, 5 millimeters near the correct point. The screw was placed 5 millimeters too far from the endpoint. The surgeon re-positioned the screw in the patient using a non-medtronic device, without navigation. The procedure was completed without the use of the navigation system and without the use of the imaging system. Delay in therapy was less than one hour.

Manufacturer narrative:
Correction: per further review, the reported event was not related to a product problem and the checkbox should be changed to blank. Device manufacture date provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The investigation found that there was suspect frame movement, however this cannot be confirmed as the root cause. The instructions for use (IFU), in regards to the reference frame attachment and ensuring there is no movement, were provided to the site for the optimization of accuracy. Ensuring that the reported issue does not repeat.